Event description:
The customer reported to olympus, during preparation for a diagnostic gastroscope procedure, the high-definition lcd monitor had a noisy image and object was no visible. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device could not be turned on due to a defective printed circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the device did not turn on occurred due to printed circuit board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.